Event description:
It was reported that the pump segment of the tubing of a light sensitive drug set leaked. This occurred four hours after the start of infusion of parenteral nutrition. The device was being used with an unknown infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A retained sample was evaluated. The retained sample was visually inspected and functionally tested. There were no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.